Event description:
Baxter reported a system error 2240 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a puncture in the cassette. This system error occurred during dwell 5. The technical service representative explained the alarm. The patient would disconnect and use a manual bag then call the nurse when she got in. The patient would start over with new supplies. No leaks were seen and no clamps were open. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
Sample availability is unknown at this time. Should the sample become available, a follow-up medwatch will be submitted.